Event description:
During a robotic assisted low anterior resection while performing anastomosis of the intestine, the surgeon placed eea sizers and was able to accommodate the 29 eea stapler to the staple line. The stapler was then deployed anteriorly with the rectal staple line not included no crossing staple lines. The 2 ends were mated robotically. The stapler was fired. The anastomotic rings were inspected and complete. A rigid proctoscopy was placed transanally and air was insufflated after the anastomosis was placed under irrigation there was a obvious leak. The surgeon identified the leak in the right anterior portion of the staple line. 3-0 v-loc was then placed and the surgeon oversewed the area. There was a pneumatic leak in multiple layers. Additional air was instilled with the rigid proctoscopy under irrigation there was no evidence of any additional leak. Due to the pneumatic leak the surgeon diverted the intestine with a diverting loop ileostomy.